Manufacturer narrative:
Additional information: b1- adverse event. B2- requires interv.ention to prevent permanent impairment/damage. B5- bs the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -11.0 diopter into the patient's right eye (od) on 06-feb-2020. The surgeon reports excessive vault. On (B)(6) 2020 the lens was exchanged for a shorter length lens and the problem was resolved. H6- patient code 3191: secondary surgical intervention; exchange. Claim#(B)(4).

Manufacturer narrative:
Additional information : h3-device evaluation: lens returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -11.0 diopter into the patient's right eye (od) on (B)(6) 2020. The surgeon reports excessive vault. Reportedly, the lens remains implanted. The cause of the event is reported as unknown.